Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An air leak test was performed (2 bars) indeed, there is a crack in the deaeration chamber. The reported defect was confirmed. The lines of the set including spikes are provided by one of our internal suppliers. There are control measures in place to help identify failure modes of this nature. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the air chamber of a prismaflex m60 set during priming. There was no patient involvement. No additional information is available.